Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error code 200.5040 account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know what this error code 200.5040 means. Case resolution: flashing 8100 module\ I explain to the customer that he would need to re flash his 8100 due to that pump module software version not compatible with software flashed into pc unit. The customer said ok and the call was ended.